Event description:
See initial report.

Manufacturer narrative:
According to the complaints database review no other similar issue has been submitted for this unit since its installation in 2012. The complained error code (e441) indicates that a safety feature of the pump has failed and the pump no longer allows the system to monitor it properly. Since the issue was resolved by substituting the computer board, the root cause of the reported failure has been traced back to a faulty hkr board most likely due to wearing of its electronics. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the c5 system. The incident occurred in bernau, germany. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, computer board, speaker cable and ribbon cable were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a c5 system gave a motor control failure error message. The issue occurred during procedure. There was no patient injury.